Manufacturer narrative:
A ge service representative performed an onsite investigation. The 12v power supply was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The fe reported the images trembled, disappeared, and then returned. Additionally, it was reported the monitors turned off. Intermittently the customer experienced an intermittent loss of the live image. There is no report of death or serious injury.